Manufacturer narrative:
The returned test strips were tested using glycolyzed blood. All testing with the returned strips produced acceptable results and no strip defects were observed. The investigation was unable to determine the cause of the issue.

Manufacturer narrative:
Qc must pass daily to use the meter. The test strips were requested for investigation. The test strips were received for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested with accu-chek inform ii meter serial number (B)(4) compared to an unspecified consumer meter and the laboratory. At 7:20 a.m. The patient had an automated unspecified type of consumer meter in his arm that gave a result of 97 mg/dl. At 7:20 a.m. The result from the inform meter was 540 mg/dl. At 7:35 a.m. The result from the laboratory was 69 mg/dl. The patient was not treated based on the inform meter result; they waited for the lab result.